Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. Corrected data: g1.

Event description:
It was reported that a yukon oct polyaxial screw fractured intra-operatively, the screw was unable to be removed and left in pedicle without tulip head. The procedure was completed successfully with a 45-minute surgical delay and no adverse consequence to the patient.

Event description:
It was reported that a yukon oct polyaxial screw fractured intra-operatively, the screw was unable to be removed and left in pedicle without tulip head. The procedure was completed successfully with a 45-minute surgical delay and no adverse consequence to the patient.